Event description:
It was reported to boston scientific corporation on (B)(6) 2011, that a cre balloon dilatation catheter was used during a colonic dilatation in the colon performed on (B)(6) 2011. According to the complaint, during the procedure, the balloon started to deflate. When the device was taken out of the patient the physician noticed that the balloon was leaking at the tip. The procedure was completed another cre balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found no issues with the catheter portion of the device or the balloon portion. Through functional tests, the balloon was found to inflate without any problems. The reported defect of balloon leak was not confirmed, as the balloon was able to inflate to the maximum pressure of 6 atm¿s. This failure could have occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011, that a cre balloon dilatation catheter was used during a colonic dilatation in the colon performed on (B)(6), 2011. According to the complaint, during the procedure, the balloon started to deflate. When the device was taken out of the patient the physician noticed that the balloon was leaking at the tip. The procedure was completed another cre balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the reported event of balloon leak. Although, the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.